Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 54 mg/dl, at the time of incidence. Customer reported that there was a blood at site. Customer did not received calibration not accepted alert. Customer reported that they had 144 mg/dl, before they were low. It was unknown whether the customer was using auto mode at the time of reported event. Customer reported that the insulin pump was showing red x in the glass icon. The insulin pump will not be returned for analysis.